Event description:
Procedure: gastrojejunostomy. Surgeon noted the handle on the disposable endo gia universal stapler did not function normally (no harm to the patient). The device was unfortunately discarded.